Manufacturer narrative:
(B)(4). The device displayed an error 90007 and pacer failed. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The device displayed an error 90007 and pacer failed.